Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04691. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, a cystocele, and pelvic organ prolapse on (B)(6) 2010 and mesh was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and other: has to wear pads because of leaking. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011. No additional information was provided. (B)(4) - urinary problems; undefined recurrence; in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.